Event description:
It was reported that the right ventricular (rv) lead was oversensing the t-wave and had diminished r waves. The implantable pulse generator (ipg) double counted the r waves which resulted the pacing under the programed lower rate and was double counting the t wave as a ventricular sense which was detected as a premature ventricular contraction. The ipg and rv lead remain in use. No patient complications have been reported as a result of this event.